Event description:
During a revascularization event of a patient, the sfa of the left leg was post dilated with an admiral xtreme balloon catheter. It was reported that a dissection occurred after its use and a non mdt stent was implanted. The outcome was reported to be resolved. Approximately 36 month post index procedure patient suffered restenosis of the left sfa. This was treated with an unknown pta balloon. The event was resolved.

Manufacturer narrative:
Evaluation results and conclusions: (dissection, occlusion).(B)(4).